Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the daily checks, the cs100 intra-aortic balloon pump (iabp) unit had a broken doppler probe. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp), and found damage to the doppler probe and main battery cover. The main battery cover and getinge doppler probe cannot be repaired. The fse will not be performing any repairs and have submitted a statement of non-reparability to the customer.